Event description:
The customer reported to philips healthcare that the ECG interface on the heartstart mrx was lost while it was used on pt. The message "right/left leg off" was received despite the cable being plugged in and the mrx would not monitor 12 lead for 2 minutes. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.